Event description:
A consumer had essure implanted. She reported she bled almost nonstop from (B)(6) 2012 to 2013. She had severe pain in her lower abdomen to the point where it felt like she was in labor. She was unable to hold her newborn son because of the pain in her abdomen and back. She had terrible migraines along with fatigue and shooting pains up and down her right leg. After two trips to the emergency room and two visits with her implanting doctor/ob gyn, no one could explain why she was having these issues. Her doctor performed a bilateral salpingectomy and all her issues disappeared after surgery.